Manufacturer narrative:
The device was returned to olympus. Based on the provided information, the possible cause could be due to damage on ccd unit, the image has roughness. The most probable cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the gastrointestinal videoscope to the service center for a separate issue. During the device analysis, the service repair technician indicated that the image presented with roughness was found. There was no patient involvement.